Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the legal manufacturer¿s investigation. Updated fields: b5, d8, d9, h2, h3, h6. Corrections to b1, b2, h1. The device was evaluated and the reported failure was confirmed. The knobs on the scope were tight. A definitive root cause could not be identified. Based on the results of the investigation, it is likely a maintenance problem led to the malfunction. Olympus will continue to monitor field performance for this device. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed the procedure was only prolonged 10 minutes and that the patient did not suffer any serious injury or adverse effects, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
Additional information was received from the customer that the procedure was prolonged 10 minutes longer while the patient was under monitored anesthesia care (mac). There was no patient injury or harm.

Event description:
It was reported during a diagnostic colonoscopy, the knobs of the colonovideoscope were "really tight and not turning" and "not manipulating" while the device was inside the patient. The procedure was prolonged greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01034. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.